Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device felt burning sensation in the pocket area. The patient also mentioned receiving appropriate shock from the device in the past. Boston scientific technical services (ts) then referred the patient back to the device physician. The crt-d remains in service. No adverse patient effects were reported.